Event description:
It was reported that a patient underwent a cystectomy on (B)(6) 2012 and a drain was used. On (B)(6) 2012 the surgeon removed the drain. During the removal, it was noted that the drain was broken and a piece remained in the patient. That evening the patient had surgery to remove the piece of drain. The patient is in stable condition.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. It was broken in its white portion about 1 cm under the connection to the tube area. The broken area looks very indented, as if the drain was damaged with some sharp instrument.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The international affiliate reports the following possible batch number: batch j1115776.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1115776 mfg date: 08/01/2011, exp date: 08/31/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.